Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery spatula instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to unintended arcing that occurred on a permanent cautery spatula instrument. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci pulmonary lobectomy surgical procedure, electrical arcing was observed from the permanent cautery spatula. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. Has received the permanent cautery spatula involved with this complaint and completed an investigation. The instrument was placed on a test system with an energy generator. When the energy pedal was activated, the instrument had no issues with energy delivery. There were no signs of arcing and the electrical continuity test passed. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint will remain reportable due to the following conclusion: during a da vinci assisted surgical procedure, unintended arcing occurred on a permanent cautery spatula instrument. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.